Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient noticed the controller's battery charge was at 0% charge even though it was up to 100% charge the previous night. No symptoms were reported. During the call, the controller was plugged into the desktop charger, and the desktop charger light was green and blinking. The controller screen powered up and displayed an alert screen of "charge your implanted device soon". It was recommended to keep the controller plugged into the desktop charger and allow it to charge the controller. Then, once the controller was charged, the patient would be able to charge the ins. Additional information was received from the patient on (B)(6) 2019. They reported that the controller was working 100%. What they had called patient services about was that their ins was not holding a charge for more than 8-10 hours, so they have to charge twice a day - morning and night. They have recharged as late as 10pm, turned stimulation down to "7.6" and then in the morning the ins charge was down to a 30% charge. They just wanted to be sure they were not doing something wrong that was causing them to have to charge twice a day. No further complications were reported or anticipated.